Event description:
It was reported that during a laparoscopic nissen procedure, the suture assistant suture broke during deployment of the knot. Case was completed with a similar device. There was no pt consequence.